Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have charring and/or localized melting on the outer surface of both bipolar yaw pulleys at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument exhibited sign of thermal damage at the tip. The customer used a backup fbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site inspected the instrument before cleaning and sterilization but did not inspect the instrument on the day of the procedure. A burnt part on the tip of the instrument was identified. There was no patient injury. It is unknown if there was arcing observed during the procedure.